Manufacturer narrative:
Unit received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to damage to reservoir tube lip. Unit received with broken off piece at the battery tube threads.

Event description:
The customer reported via phone call that the lip ring was loose and falling off. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.